Event description:
It was reported that when the device was used during an gastric bypass procedure, it delivered an incomplete staple line. Case was completed by the sewing the interotomy. There was no consequence to pt.